Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant bnp results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant bnp results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant bnp results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant bnp results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant bnp results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant bnp results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant bnp results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur bnp results were obtained on several patient samples. The customer ran qc and the results were out. The customer repeated all samples run since the previously acceptable qc run. Repeat testing was performed on the backup advia centaur. Multiple corrected reports were sent to the physician. It is unknown if the patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant bnp results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant bnp results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant bnp results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant bnp results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant bnp results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur bnp results were obtained on several patient samples. The customer ran qc and the results were out. The customer repeated all samples run since the previously acceptable qc run. Repeat testing was performed on the backup advia centaur. Multiple corrected reports were sent to the physician. It is unknown if the patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant bnp results.

Event description:
Discordant advia centaur bnp results were obtained on several patient samples. The customer ran qc and the results were out. The customer repeated all samples run since the previously acceptable qc run. Repeat testing was performed on the backup advia centaur. Multiple corrected reports were sent to the physician. It is unknown if the patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant bnp results.

Event description:
Discordant advia centaur bnp results were obtained on several patient samples. The customer ran qc and the results were out. The customer repeated all samples run since the previously acceptable qc run. Repeat testing was performed on the backup advia centaur. Multiple corrected reports were sent to the physician. It is unknown if the patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant bnp results.

Event description:
Discordant advia centaur bnp results were obtained on several patient samples. The customer ran qc and the results were out. The customer repeated all samples run since the previously acceptable qc run. Repeat testing was performed on the backup advia centaur. Multiple corrected reports were sent to the physician. It is unknown if the patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant bnp results.

Event description:
Discordant advia centaur bnp results were obtained on several patient samples. The customer ran qc and the results were out. The customer repeated all samples run since the previously acceptable qc run. Repeat testing was performed on the backup advia centaur. Multiple corrected reports were sent to the physician. It is unknown if the patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant bnp results.

Event description:
Discordant advia centaur bnp results were obtained on several patient samples. The customer ran qc and the results were out. The customer repeated all samples run since the previously acceptable qc run. Repeat testing was performed on the backup advia centaur. Multiple corrected reports were sent to the physician. It is unknown if the patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant bnp results.

Event description:
Discordant advia centaur bnp results were obtained on several patient samples. The customer ran qc and the results were out. The customer repeated all samples run since the previously acceptable qc run. Repeat testing was performed on the backup advia centaur. Multiple corrected reports were sent to the physician. It is unknown if the patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant bnp results.

Event description:
Discordant advia centaur bnp results were obtained on several patient samples. The customer ran qc and the results were out. The customer repeated all samples run since the previously acceptable qc run. Repeat testing was performed on the backup advia centaur. Multiple corrected reports were sent to the physician. It is unknown if the patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant bnp results.

Event description:
Discordant advia centaur bnp results were obtained on several patient samples. The customer ran qc and the results were out. The customer repeated all samples run since the previously acceptable qc run. Repeat testing was performed on the backup advia centaur. Multiple corrected reports were sent to the physician. It is unknown if the patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant bnp results.

Event description:
Discordant advia centaur bnp results were obtained on several patient samples. The customer ran qc and the results were out. The customer repeated all samples run since the previously acceptable qc run. Repeat testing was performed on the backup advia centaur. Multiple corrected reports were sent to the physician. It is unknown if the patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant bnp results.